Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing and hv therapies due to supraventricular tachycardia during extreme exercise. The rhythm spontaneously converted. Patient's medication was increased and device was reprogrammed. Patient is doing fine and will be followed-up.